Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). Afterwards, the implantable cardioverter defibrillator (ICD) was found in backup mode due to off-label use in the MRI. The ICD was successfully restored. There were no patient consequences.